Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "interval intracapsular rupture" and "new effusion surround the implant, decreased in size, heterogenous folds". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Rupture: not observed. Crease/folding of implant: crease fold observed. Additional observations: no other observations observed on the device.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "interval intracapsular rupture" and "new effusion surround the implant, decreased in size, heterogenous folds". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma